Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, underneath the sensor pod area. The area was prepared with alcohol before placing the sensor on the body. There is no documentation of scarring or systemic involvement. The patient was taken to their healthcare provider and treated with a prescription of oral antibiotic erythromycin (unspecified dosage). At the time of the report, patient condition was unspecified. No photo or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).